Event description:
Pt reported at bedtime their blood glucose measured 85 mg/dl. They did eat a substantial meal and a glucose tablet because their blood glucose was below their normal of 150-180 mg/dl. Pt stated their spouse woke at midnight to find pt comatose, so spouse treated with a glucose tablet and called the emergency medical technician. The emergency medical technician measured pt blood glucose at 48 mg/dl, but they did not administer any further treatment since pt's blood glucose was rising from their spouse treatment.